Event description:
Ous MDR - patient received several inappropriate shocks due to noise. Measurements of the lead and shock impedance were all within the range. The physician opened the pocked again and cleaned the lead connectors and the header. One day later patient received inappropriate shocks again. Since we could not determine the root cause of the problem, physician changed the whole system to be on the safe side.

Manufacturer narrative:
The analysis of the leads revealed deformations and squeezing of the body of both leads in the proximal area. In the case of the rv lead, the insulation body as well as the coating of the conductor cables to the ring electrode, rv shock coil and svc shock coil were found damaged. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the leads had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment, which led to the clinical observations. Further inspection of the leads revealed explantation damages i.e. Cuttings and puncturing of the insulation as well as deformations of the rv and svc shock coils. The analyses of the leads and the ICD did not reveal any sign of a material or manufacturing problem.